Event description:
Related manufacturer reference number: 2017865-2022-00688. It was reported that the patient presented with their pacemaker and right ventricular lead eroding from the pocket. It was further noted that infection was present. The full system was explanted and replaced. The patient was stable.